Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and a drain was used. The surgeon penetrated the trocar needle from the left pubis and the flute area of drain was placed at about 20 cm distal from the umbilicus. Three days later, when the drain was removed, the patient had bleeding from the insertion site. The patient underwent a CT scan and the result showed a hematoma 5 cm in size. The patient underwent an emergency operation to remove the hematoma on (B)(6) 2011. The patient has recovered and was discharged. The surgeon opines the cause may be his technique, that he injured her blood vessel with the trocar. An anticoagulant was administered prior to the initial procedure, but the surgeon opines this was not a concern for this event.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.